Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. Previously upon interrogation, the right atrial lead exhibited capture anomaly. Fluoroscopy had revealed that the lead had dislodged. The lead was repositioned without complications. The patient was discharged and would continue to be monitored.